Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to capture myocardial tissue during a threshold test. The lead was suspected to have dislodged. Attempts for additional information were unsuccessful. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.